Event description:
In late 2008, the patient reported there are air bubbles in her insulin cartridge and infusion set tubing, but she does not have any additional supplies with her as she is at work. To troubleshoot, the patient was instructed to disconnect from her infusion headset and try to prime. She received an e4 (occlusion) error on her infusion device. She disconnected from her tubing and she was able to prime without error. She stated the tubing had been in use for 3 days. The patient was advised to change her infusion set tubing and then prime out the air bubbles. Repeated attempts to follow up with the patient were unsuccessful. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.